Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/22/2019 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.